Manufacturer narrative:
An event regarding metallosis (altr) involving an accolade stem was reported. The event was not confirmed. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, his pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The customer reported that he was implanted with a right accolade / mitch hip in (B)(6) 2009. The customer further reported that the implant failed and that he underwent revision surgery in (B)(6) 2015. He further reports that following surgery and based on pictures taken during the revision operation there were 'gross taper trunnion problems with widespread metallosis'.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # mmh-9988-0050, lot # fm059877, description: mitch trh md hd sz50+0, manufacturer: depuy. Cat # mac-9988-5056, lot # fm064400 description: std mitch trh cp sz 50/56, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that he was implanted with a right accolade / mitch hip in (B)(6) 2009. The customer further reported that the implant failed and that he underwent revision surgery in (B)(6) 2015. He further reports that following surgery and based on pictures taken during the revision operation there were 'gross taper trunnion problems with widespread metallosis'.